Event description:
It was reported that during implant a failure to advance guidewire on the right ventricular (rv) lead. The physician elected to use another rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of a failure to advance stylet was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. A stylet insertion test was performed, and the stylet was able to be fully inserted and removed successfully without difficulties. X-ray confirmed the stylet was able to be fully inserted and removed. Electrical tests did not find any indication of conductor fractures or internal shorts.